Event description:
It was reported that the device is blank upon power on or it is intermittent while in operation and an alarm occurred. Additional information received indicated that the pulse tone, beeps, audible alarm, etc. Functioned normally. Values cannot be seen on the display. The device went into an alarm condition and the display intermittently blinks. No known impact or consequence to patient.

Manufacturer narrative:
Attempts have been made to obtain additional information. No new information has been received at this time. The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.